Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred on (B)(6) 2014. The customer wanted to know what the alarm activity was between 5p and 11p because staff said they heard an alarm but that the alarm stopped sounding on its own. A patient death occurred.